Manufacturer narrative:
Patient identifier, age/date of birth, and weight are unknown. However, patient over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the device was reported as not being expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2011-02111 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a generator error (e02) occurred. The error was able to be cleared by resetting the generator after plugging the electrode into the generator and advancing the device into the patient. The user further reported that while performing the ablation the generator had to be continuously reset to adjust power settings. However, the procedure was able to completed with the same rf 3000 radiofrequency generator and a leveen needle electrode. No issues with visible with the generator or electrode. Additionally, on (B)(6), 2011, the sales representative was on-site to perform a product demo and found no issues with the rf 3000 radiofrequency generator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.